Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; h2; h3; h4; h6 reported event was confirmed with medical records provided. Review of the available records identified the following: failed right tha with gross loosening of the acetabular compartment, partial disruption of the abductor mechanism, and metallosis. Progressively worsening pain and instability. X rays showed progressive protrusion of the acetabulum. There were elevated ions on laboratory testing (no report provided). Abductor partially detached off the anterior third at the greater trochanter. There was some osteolysis around the proximal femur but the stem was well fixed. The acetabular component was grossly loose. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: biomet m2a magnum modular head 157446, lot 342860, biomet m2a magnum pf cup us157852 lot 199420, biomet m2a magnum taper adapter, 139258, lot 021590. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01415, 0001825034-2020-01416.

Event description:
It was reported a patient had an initial right. Subsequently, the patient was revised approximately 13 years later due to pain, instability, metallosis, loosening, tissue damage, elevated metal ion levels, osteolysis, and bone erosion. Medical records received and reviewed indicate the following: gross loosening of the acetabular cup with partial disruption of the abductor mechanism; metallosis identified; the patient presented with progressing pain and instability; the abductor had partially detached from the anterior third at the greater trochanter; some osteolysis noted around the proximal femur-stem well fixed. During the revision, devices were implanted to provide greater stability. The abductors were also repaired prior to closure. Attempts have been made and additional information on the reported event is unavailable at this time.